Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient had phrenic nerve stimulation. Device interrogation revealed no atrial sensing and increased capture threshold. Lead dislodgement was observed. The lead was reposition successfully. The patient was stable post-procedure.